Event description:
It was reported that patient states he has an lgx inflatable penile prosthesis (ipp) and have problems with it. Patient states he was part of a study some months ago about a new type of ipp. Patient wants to know if trials are being done and if he can be considered to receive one of these trial new devices.